Event description:
In 2008, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter did not turn on. The medical affairs specialist (mas) spoke with the patient six days later to obtain additional information included below. The patient said the reported meter stopped turning on three days pior to original date, and she was unable to obtain a blood glucose reading. She takes an oral diabetes medication (name and dose unknown) when her blood glucose level is >150 mg/dl. She did not take oral diabetes medication for a couple days when she could not test her blood glucose. On the day prior to original date, the patient started feeling thirsty as she had in the past when her blood glucose level was elevated. She drank water and took the oral diabetes medication. She is scheduled to see her doctor on a week after the original date. The customer care advocate (cca) noted that the meter did not turn on when the power button was pressed or when a test strip was inserted into the test strip port. The patient had not replaced the meter battery per the owner's manual and did not have a replacement battery. The patient's products were replaced. The complaint is reported because the patient alleges her lfs meter would not turn on and she could not obtain a blood glucose reading. She claims that two days after the product issue started she experienced thirst and treated herself with water and oral diabetes medication.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.